Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire got stuck, unraveled and broke. The 100% stenosed, 30mm target lesion was located in the moderately calcified left anterior descending (lad) artery. The vascular access was obtained via femoral with non-bsc 8f, 45cm guiding sheath and bsc 8f, ebu 3.75mm guide catheter. After engaging a non-bsc micro catheter, a non-bsc xt guide wire was advanced and crossed the chronic total occlusion (cto) lesion. A non-bsc miracle bros 12 guide wire was swapped and then exchanged catheter for cto reentry stingray catheter. The non-bsc xt guide wire was exchanged for 300cm cto stingray guide wire. When the attempt was made to reenter the vessel the stingray guide wire, the guide wire got stuck. When the physician attempted to remove the guide wire, it got unraveled and broke in the lad artery. A filterwire ez small vessel 300cm was used to try to snare the severed stingray guide wire but the attempt was unsuccessful. When it was observed with an opticross imaging catheter, it was verified that the wire was still in body. Subsequently, the physician used non-bsc 18-30mm snare system to snare the wire pieces. The guide wire pieces were removed from the patient's body. The procedure was completed using non-bsc xt guide wire, 2.5mm x 20mm nc emerge ptca dilatation catheter and 3.5mm x 20mm nc emerge ptca dilatation catheter with the deployment of 3.5mm x28mm promus premier stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Returned product consisted of a stingray guidewire with a stingray catheter. The guidewire was received inside the catheter and was protruding 228.5cm from the hub of the catheter. There was blood and contrast on the returned coil wire. Microscopic examination presented no damage or irregularities in the shaft/core of the device. The outer diameter (od) of the returned guidewire from the procedure was measured using a calibrated snap gauge which is within the stingray guidewire specifications. Microscopic examination revealed that the entire length of the coil wire was detached, unraveled, and stretched. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire got stuck, unraveled and broke. The 100% stenosed, 30mm target lesion was located in the moderately calcified left anterior descending (lad) artery. The vascular access was obtained via femoral with non-bsc 8f, 45cm guiding sheath and bsc 8f, ebu 3.75mm guide catheter. After engaging a non-bsc micro catheter, a non-bsc xt guide wire was advanced and crossed the chronic total occlusion (cto) lesion. A non-bsc miracle bros 12 guide wire was swapped and then exchanged catheter for cto reentry stingray catheter. The non-bsc xt guide wire was exchanged for 300cm cto stingray guide wire. When the attempt was made to reenter the vessel the stingray guide wire, the guide wire got stuck. When the physician attempted to remove the guide wire, it got unraveled and broke in the lad artery. A filterwire ez small vessel 300cm was used to try to snare the severed stingray guide wire but the attempt was unsuccessful. When it was observed with an opticross imaging catheter, it was verified that the wire was still in body. Subsequently, the physician used non-bsc 18-30mm snare system to snare the wire pieces. The guide wire pieces were removed from the patient's body. The procedure was completed using non-bsc xt guide wire, 2.5mm x 20mm nc emerge ptca dilatation catheter and 3.5mm x 20mm nc emerge ptca dilatation catheter with the deployment of 3.5mm x28mm promus premier stent. No further patient complications were reported and the patient's status was stable.